Event description:
The customer reported the maximum radiation output in fluoro mode is above the state regulations of 5 r/min. No patient involved.

Manufacturer narrative:
A ge representative conducted an on site investigation. The representative verified the maximum radiation output on the system before calibration, 7.94 r/min. In standard mode, and 15.9 r/min in hlf. Completed a ma limit calibration...maximum radiation output in standard mode is 4.63 r/min. The unit runs as intended and was returned for customer usage.